Event description:
G7 receiver received notification from vendor they had problems with the receiver unit, and was requested to complete this form. After verifying the serial number of the unit it the completion of this form was required.